Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve surgery, in the last shot, the reload was not recognized and the screen began to flash then the tip began to move uncontrollably. The stapler did not fire. The reload was replaced to no avail. A manual stapler was used to complete the case. There was no patient injury.